Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient . (B)(4).

Event description:
The healthcare provider reported via the manufacturer's representative (rep) during intraoperative testing the patient was complaining of pain. One lead was anterior and was repositioned. After the procedure the patient was still in severe pain. The patient was discharged and drove home. At some point the patient visited two emergency rooms and eventually wound up at an emergency room where the neurosurgeon ordered a CT. Based off of the lead position the neurosurgeon felt the device should be explanted. The device was explanted on (B)(6). It was noted the device was going to be replaced in the future. As of (B)(6) the patient was still in the hospital due to pain and left leg issues. The projected discharge from inpatient rehab was (B)(6). As of (B)(6) the patient was able to take 16 steps and was going to be in inpatient rehab until (B)(6). Relevant medical history includes non-malignant pain.

Event description:
Additional information received from the manufacturer representative (rep) in response to follow-up reported that the device was explanted. The patient had an MRI and the neurosurgeon explanted immediately based off of the MRI. The patient had been inpatient since the surgery date of (B)(6) 2015. The patient was able to take 16 steps since surgery. Additional information received from the rep reported that, due to a pending litigation against the doctor, the rep could not get any further information unless it was shared with him.